Event description:
It was reported that patient presented with non capture and elevated threshold measurements of the his lead. It was noted that this lead is plugged in to the right ventricular (rv) port on this device. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).